Event description:
It was reported that sometimes during the day, the pt hears terrible sounds. All the external parts have been exchanged but the problem was not solved. Testing showed that 8 of the 12 electrode channels have hi impedance. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.